Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received a lower reading from her adc freestyle libre sensor than a reading from a hospital competitor¿s meter. On (B)(6) 2019 customer began to ¿vomit green¿ so she performed a scan and received a result of 206 mg/dl. Customer went to a hospital to check her blood glucose level and a reading of 400 mg/dl was received. Customer was diagnosed with dka (diabetic ketoacidosis). The caregiver did not know the specific treatment provided at the hospital. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s caregiver reported customer received a lower reading from her adc freestyle libre sensor than a reading from a hospital competitor¿s meter. On (B)(6) 2019 customer began to ¿vomit green¿ so she performed a scan and received a result of 206 mg/dl. Customer went to a hospital to check her blood glucose level and a reading of 400 mg/dl was received. Customer was diagnosed with dka (diabetic ketoacidosis). The caregiver did not know the specific treatment provided at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.